Event description:
It was reported that when using the bd pyxis¿ es server, the device displayed a "disconnect mode" error message. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the station displayed an error message indicating disconnect mode. A technical support specialist (tss) remotely accessed the station and confirmed no disconnect icon was present. Data synchronized log errors were identified and resolved following the applicable knowledge article, after which the station was verified to be communicating normally. The system functioned as intended after the technical support specialist troubleshot the device.